Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump requires multiple rewinds or prime and reset date or time during battery changes, unexplained no delivery, alarms or failed to deliver. The customer blood glucose level was unknown. The customer was assisted with troubleshooting for the reset alarm. Customer declined any further troubleshooting for other alerts. Customer stated that they did not use the clear settings feature in the user settings menu. Customer stated that the reset alarm did not occur within 3 minutes of an unsuccessful write settings attempt using paradigm software. The insulin pump will be returned for analysis.